Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent under-sensing resulting in mode-switches. It was also reported right ventricular (rv) missed occasional ventricular event. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.